Event description:
Patient reported their front two teeth are slightly loose. Patient has concerns about the loose teeth falling out. Patient provided mobility video. They also have concerns with their back teeth, bite feels off. Patient has mobility on #24 and #25, advised to hold in best fitting aligner for 14 days and to give update. Requested video for bite for evaluation.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.